Event description:
A report was received that during a suction procedure, the thumb lock got stuck in the down position and would not release. The device was on continuous suction. This caused the humidifier to empty into the circuit. The patient then became desaturated and started to have bradycardia. The patient returned to normal sinus rhythm after 15 seconds as a result of the respiratory therapist correcting the situation immediately. The user facility stated that they did not know the length of time the device had been in place. Kimberly-clark or ballard medical has no first hand knowledge of the allegations, but is relaying info received from outside sources pursuant to federal regulations.

Manufacturer narrative:
The used device arrived in a kimberly-clark contaminated package inside a biohazard bag. Attached to the outside of the bag was a post-it note that indicated the lot number with expiration date. The preliminary observation through the bag was that the sample arrived with a flex tube attached to the t-piece, and the thumb piece was in the depressed position. The sample will be sent to the sterilizer for decontamination and a follow-up evaluation will be conducted upon its arrival. At this time, no conclusion can be drawn. A supplemental medical device report will be filed when the investigation has been completed.